Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump resets when changing the battery. Blood glucose at the time of the incident is unknown. They stated that the battery was out only for a few seconds. The customer received unexpected restart alarm and external ram crc error alarm. The insulin pump was not stored or not in use for an extended period. This is the second time the customer received the unexpected restart alarm. It was advised that the insulin pump would be replaced. The device was returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No unexpected restart or external ram crc error alarms noted. No unexpected restart noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot and cracked battery tube threads.